Event description:
It was reported when using the bd precisionglide¿ needle , the device experienced mold presence. The following information was provided by the initial reporter. The customer stated:   it was reported "the inside cap shows a presence of mold or dried blood."

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 2021-12-01. H6: investigation summary: it was reported the inside of the cap showed a presence of mold or dried blood. To aid in the investigation, two samples were received for evaluation by our quality team. One sample came in a sealed packaging blister and one in an opened packaging blister. A visual inspection was performed with a 10x magnifier lens. The sample in the sealed packaging blister has no defects or imperfections. The sample in the opened packaging blister has foreign matter at the inner wall of the plastic shield. It was not able to be determined if the foreign matter was embedded after two attempts to test for that defect. The sample was then sent to the laboratory for testing. The test results returned that the foreign matter was negative for blood and was inconclusive to mold as the mold noticed on the plate was not where the streaks were placed. The testing identified the foreign matter in the plastic shield as lubricant. It could be possible that after a molding press maintenance activity the machine was not properly cleaned inducing the lubricant inside the needle shield. A device history record review was completed for provided material number 305106, lot number 0164997. The review did not reveal any detected quality issues during the production of this lot that could have contributed to the reported defect. Verification of the molding presses was performed and found clean with no residues of lubricant that could lead to contamination of the products. Based on the investigation and with the returned sample analysis the symptom reported by the customer is confirmed.

Manufacturer narrative:
Investigation summary: a device history record review was completed by our quality engineer team for provided material number 305106 and lot number 0164997. The review did not reveal any detected abnormalities during the production process that could have contributed to this defect and all quality tests were found to be within specification. As a sample was unavailable for return, a thorough sample investigation could not be completed. Based on the investigation results, an exact cause for this incident could not be identified. There are quality controls currently in place to detect this type of defect during the production process. Further action has not been determined necessary at this time. Our quality team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported when using the bd precisionglide¿ needle , the device experienced mold presence. The following information was provided by the initial reporter. The customer stated:   it was reported "the inside cap shows a presence of mold or dried blood."